Event description:
It was reported that patient underwent knee procedure utilizing ps box reamers. During the procedure, the tips of two reamers fractured. There was no injury to the patient as the tips did not fall into the patient and there was no significant delay to the procedure. The fractured components were discarded at the hospital. No further information reported to date.

Event description:
It was reported that patient underwent knee procedure utilizing ps box reamers. During the procedure, the tips of two reamers fractured. There was no injury to the patient as the tips did not fall into the patient, and there was no significant delay to the procedure. The fractured components were discarded at the hospital. No further information reported to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Date of event - unknown. (B) (4).

Manufacturer narrative:
Evaluation of the returned device found that it appeared to have fractured in bending overload.